Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: d6a. The hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823832) was implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt on (B)(6) 2024, with unknown setting. On (B)(6) 2025, the pressure setting changed unintentionally after a magnetic resonance imaging (MRI) and it had to be restored to its original setting. On (B)(6) 2025, gamma knife treatment was given to the patient. On (B)(6) 2025, x-ray confirmed the signs of ventricular dilatation so the setting was attempted to change from 70mmh2o but it could not be changed. Flushing was performed but there was no sign of improvement. On (B)(6) 2025, the contrast radiography confirmed the patency of the ventricular catheter and the peritoneal catheter. The setting was attempted to change from 70mmh2o but it could not be changed. Flushing was performed but there was no sign of improvement. The patient had difficulty with ambulation. Therefore, the device was removed and replaced on (B)(6) 2025.